Manufacturer narrative:
Product analysis:the complaint was unconfirmed. The epg was able to power on, without issue. Display wire was found to be pinched, with insulation compromised. Main seal was found to be pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. The epg was returned for service. There was no patient involvement. The epg tested out-of-specification, during analysis.